Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that the lead was broken and had several contacts with high impedances. The patient underwent a revision procedure wherein the lead was replaced. The patient was reportedly doing well postoperatively.